Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a noise warning. Lead integrity alert (lia), impedance warning for high impedance, high short ventricular intervals, and oversensing on the right ventricular (rv) lead. It was noted the patient received two inappropriate shocks and the rv lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.